Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The watchman access system (was) was positioned in the laa of the patient. The first closure device, a 27mm watchman laa closure device & delivery system (wds), was deployed and upon the tug test it failed and came out of the appendage. This device was removed from the body. The physician attempted with a 24mm to go a little deeper into the appendage, but it also failed at the tug test and it was removed from the body. Another 27mm device was attempted. The deployment looked good and upon the tug test, it was believed that the device moved and eventually the device came out of the appendage. At this time the patients blood pressure dropped. The device was removed from the body. The physician noted that a pericardial effusion was developing. A pericardiocentesis was performed and 1100cc of fluid were removed from the pericardial space. The patient was stable following these events. The drain was left in overnight. The patient did not have to go surgery to have this repaired and the next morning the drain was removed. The patient was stable. The patient recovered well and was discharged home from the hospital eight days post procedure.